Event description:
It was reported that the unspecified bd alaris¿ infusion set tubing broke at the filter and leaked during use. The following information was provided by the initial reporter: "during patients cares rn noticed blue alaris tubing beginning to leak. Upon further investigation, tubing broke apart at the alaris filter. Tubing was immediately clamped and changed. We have had a few instances lately of alaris tubing leaking, usually at the connection points to the filter or tri-fuses."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd alaris¿ infusion set tubing broke at the filter and leaked during use. The following information was provided by the initial reporter: "during patients cares rn noticed blue alaris tubing beginning to leak. Upon further investigation, tubing broke apart at the alaris filter. Tubing was immediately clamped and changed... We have had a few instances lately of alaris tubing leaking, usually at the connection points to the filter or tri-fuses."

Manufacturer narrative:
H6: investigation summary: one photo was submitted for quality investigation. The customer complaint of leakage-leak from damaged component could not be verified from the photo provided, however, separation of the tubing from the filter can be verified after review of the photo. A device history record review could not be performed because the lot number is unknown. Due to no physical sample being received, an investigation could not be performed and a root cause could not be determined.